Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt tired when exercising. The right atrial (ra) lead had dislodged noted on device electrograms and chest x-ray. The ra lead was turned off and is scheduled to be revised. No further patient complications have been reported as a result of this event.